Manufacturer narrative:
An event regarding crack/fracture involving a unknown accolade stem was reported. Crack/fracture along with disassociation was confirmed as a result of a mar. A visual inspection was performed on the returned device by a material analysis engineer which noted; damage consistent with the explantation process was observed on the stem. Biological material was also observed attached to the stem. The majority of the neck region on the stem exhibited damage. This damage is consistent with a wear mechanism due to the head taper and stem trunnion losing their taper lock. A material analysis concluded; damage was observed on the stem neck and head taper. This damage was consistent with wear mechanisms due to the head taper and stem trunnion losing their taper lock. The neck of the stem had fractured, with the fracture propagating in fatigue and the final fracture occurring in overload. The majority of the stem neck had already been severely worn down, likely by the loss of taper lock and cyclic contact of the taper and trunnion. Eds showed the stem was consistent with astm f1813 alloy and the head was consistent with astm f1537 alloy. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. A material analysis concluded, damage was observed on the stem neck and head taper. This damage was consistent with wear mechanisms due to the head taper and stem trunnion losing their taper lock. The neck of the stem had fractured, with the fracture propagating in fatigue and the final fracture occurring in overload. The majority of the stem neck had already been severely worn down, likely by the loss of taper lock and cyclic contact of the taper and trunnion. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
Patient, implanted with accolade shaft, fell. Product broke during accident.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient, implanted with accolade shaft, fell. Product broke during accident.